Event description:
Consumer stated the product caused her to get rawness and burns on the roof of her mouth. She went to the dentist and he advised her to soak her dentures. The condition subsided after she began to soak the dentures.

Manufacturer narrative:
A reserve sample of the same lot code was tested for physical attributes. The product was within specification.